Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The ge rep decided to monitor the system. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
It was reported that the system displayed a frame sync error message. This resulted in a loss of live fluoroscopy image. There is no report of injury or death associated with the event described in this complaint.